Event description:
It was reported the system failed to display a fluoroscopic image. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and re-greased the high voltage candlestick connectors. The system operates as intended.